Manufacturer narrative:
The blade was, under magnification, to exhibit a galled band of material around the circumference of the blade, just below the edgeform. The edgeform itself was intact and in good condition. The inner blade conformed to design requirement for straightness. The outer blade was examined for straightness and tir and found to be bent .026 inches from dead straight. Further examination revealed that the adapter body, molded to the outer tube, exhibited two axial fractures. The blade experienced excessive lateral load which cracked the adapter body causing a misalignment of the outer blade in relation to the inner blade, causing friction between the two blades. Root cause of investigation: excessive force was used. (B)(4)

Event description:
Metal shavings from the shaver blade. Surgeon used dyonics pump to try flush out. He put the shaver back in to suck the metal shavings up to find that more metal shavings came out. There are shavings left in the knee.